Manufacturer narrative:
Article citation: quesada, andres e., zhang, yanming, ptashkin, ryan, et al. Next generation sequencing of breast implant-associated anaplastic large cell lymphomas reveals a novel stat3-jak2 fusion among other activating genetic alterations within the jak-stat pathway. The breast journal. 05/jan/2021; 1-8. The events of lymphoma - alcl and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl; right breast mass.

Event description:
Through journal article ¿next generation sequencing of breast implant-associated anaplastic large cell lymphomas reveals a novel stat3-jak2 fusion among other activating genetic alterations within the jak-stat pathway,¿ authors report on a (B)(6) year old patient and reason for implant is noted as invasive ductal carcinoma. Patient was implanted with a textured implant of an unknown fill and presented with right breast mass twelve years after implant. The stage of alcl was noted as t4, stage iia. Treatment provided as excision and complete capsulectomy. The manufacturer of the device is unknown. Affected side is right. The device has been explanted.